Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that during priming with bd nano¿ ultra-fine¿ pen needles medication does not flow. The following information was provided by the initial reporter, "it was reported that the pen needles are plugged up, and the medication does not come out during priming."

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h.10.

Event description:
It was reported that during priming with bd nano¿ ultra-fine¿ pen needles medication does not flow. The following information was provided by the initial reporter: it was reported that the pen needles are plugged up and the medication does not come out during priming.